Event description:
Drill guard heated up and "splattered" and bent burr while drilling in pt's mouth during procedure. No pt injury. Dates of use: 2009. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced: yes.